Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), adnexa uteri pain ("severe ovarian pain"), uterine enlargement ("bloating in uterus"), infection ("infection nos") and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy; diagnostic hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, weight increased, adnexa uteri pain, uterine enlargement, infection and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, genital haemorrhage, infection, menorrhagia, pelvic pain, uterine enlargement and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: bilateral tubal occlusion. Imaging procedure on (B)(6) 2013: result was unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: plaintiff fact sheet received. Events infections nos, genital bleeding were added. Lot number added. Product, patient & reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), adnexa uteri pain ("severe ovarian pain"), uterine enlargement ("bloating in uterus"), infection ("infection nos"), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression ") and anxiety ("severe anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy; diagnostic hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, weight increased, adnexa uteri pain, uterine enlargement, infection, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, abdominal distension, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, pelvic pain, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discremptency- have you had your essure (or any part of the device) removed: no( as per pfs), but in case previously added device removal- yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Imaging procedure - on (B)(6) 2013: result was unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: new events- abnormal bleeding (vaginal), dysmenorrhea, bloating, severe anxiety, depression were added. Lawyer was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), adnexa uteri pain ("severe ovarian pain"), uterine enlargement ("bloating in uterus"), infection ("infection nos"), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression ") and anxiety ("severe anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy; diagnostic hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, weight increased, adnexa uteri pain, uterine enlargement, infection, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, abdominal distension, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, pelvic pain, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discremptency- have you had your essure (or any part of the device) removed: no( as per pfs), but in case previously added device removal- yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Imaging procedure - on (B)(6) 2013: result was unknown. Lot number: a57122 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.